Manufacturer narrative:
Per tandem's user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +40 units, +60 units, +120 units, +180 units, +240 units. "After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen." Per tandem¿s user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and customer's blood glucose (bg) lowered to 40 mg/dl. Juice and cookies were consumed to treat bg. Reportedly, the customer continued using the existing cartridge for insulin delivery.